Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that during central sterile processing on (B)(6) 2018, the reamer irrigator aspirator (ria) drive shaft tip was found broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the drive shaft for reamer/irrigator/aspirator (ria) was found broken in sterile processing the morning after use in an unknown surgical procedure. It was noted the device did not break during the procedure. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: DHR review was completed part number: 314.743 , synthes lot number: 7201764 , supplier lot number: 7201764 , release to warehouse date: 09-jul-2013 , manufacturing site: synthes monument , supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. Flow: broken visual inspection: the ria drive shaft (part # 314.743, lot # 7201764, mfg 2-jul-2013) was received at us cq with the distal tip of the ria shaft broken unevenly. Part of the hex portion of the ria shaft broke off completely, leaving the rest of the hex in place. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the inner diameter of the drive shaft at the fracture site measured 3.73 mm this is within specification of 3.76 mm ± 0.05, based on drawing. Document/specification review: the following drawing(s) was reviewed; drive shaft assembly: drive shaft ria: conclusion: the complaint condition is confirmed as the ria drive shaft (part # 314.743, lot # 7201764) was received with the distal tip of the shaft broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.